Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was taken out of service due to a product performance issue.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed approx. 13 cm distal to the is-1 connector pin n the region of the suture sleeve severe deformations of the outer conductor coil. It is reasonable to assume that these deformations resulted from a tight suture. At this position a squeezed lead body was observed. The cuts in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.